Event description:
Medtronic received information that this bioprosthetic valve, implanted 21 months, was explanted due to central regurgitation. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, all leaflets were stiff due to host tissue on the inflow and outflow. Glistening off-white pannus lined all cusps on the tissue and base stitching, onto the inflow margin attachment, into all inferior coaptive areas, and all leaflets on the inflow, significantly reducing and stiffening the inflow orifice area. Pannus covered the tops of all commissures and commissural areas, extending to/and adhering to the free margins to the lunula of each cusp, resulting with a thickening appearance. Pannus lined and stiffened all leaflets on the outflow of all cusps. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: left posterior fascicular block. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.